Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported the patient presented to the emergency room after experiencing a syncope episode. The patient experienced the episode while swimming. While at the emergency room, the device was found with no output function. Records showed short instances of the patient in asystole. Electrograms revealed instances of oversensing. The lead was removed and replaced. The patient condition is stable.